Event description:
It was reported that the 9800 system displayed a low ma error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Performed operational checks. Calibrated the dead band adjustment and ma overshocked. The system was tested and found to be working as intended and placed back into service.